Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered code 1003 likely due to cold temperatures. Disk analysis has not been performed yet. The pacemaker has not been implanted at this time. No adverse patient effects were reported.